Manufacturer narrative:
Device not returned.

Event description:
During original si joint fusion procedure on (B)(6) 2016 it was reported the patient had very poor bone quality which required an alternate trajectory for device implantation. Despite confirmed placement of the implants, one migrated down the ventral side of the sacrum and imaging appeared as though it was behind the ICD/alae. The next day the patient complained of incisional pain and pain down the front of her leg. On (B)(6) 2016 the 12.5 mm implant was removed and replaced with different positioning. The surgeon indicated that patient was doing much better after the revision.